Event description:
It was reported that the right ventricular lead exhibited impedance of 200 ohms and high thresholds. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.